Event description:
See initial report.

Manufacturer narrative:
H11: involved gas blender was manufactured in 2024 and a review of the device history record (DHR) did not identify any deviation or non-conformity relevant to the issue. No concerning trend has been identified for this kind of failure. Based on investigation results of previous similar complaints, this kind of malfunction can be caused by: - improper hospital gas supply; - a missed gas blender warm-up phase (user error); - defective gas blender components (gas mass flow controllers and relative flow sensor). Based on repair activity done, the reported issue was most likely related to an early failure of the replaced components.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Through follow-up communication with the customer, it was learned that it was not possible to retrieve error code appeared. The unit will be sent to livanova deutschland for investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the actual flow rate (air and o2) of a s5 gas blender system fluctuated between 1.6 and 3.0 l/min, and alarms frequently occurred. The issue occurred at setup, when the flow rate was set to 2.0l/min and fio2 to 50%. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication livanova learnt that the error could be confirmed as reported. The device was cleaned and disinfected. Field service engineer replaced board and fan and front panel. Calibration was performed with positive results. Visual check before release of the device was performed with positive results. Technical safety inspection was performed with positive results. Test run for 12 hrs was performed with positive results. After replacing the parts and performing preventive maintenance, the error was solved.